Event description:
The dealer said the leg rests stopped working about a year ago but they could not afford to fix it. The leg rests will not go up and down so the dealer put them up permanently for them. When I asked if she was injured due to this, he said she has many issues but cannot say if any injury for this not working.